Event description:
It was reported that an ilet user experienced elevated blood glucose of 268 mg/dl with a transient occlusion alert that resolved, which the user attributed to sitting on the tubing; glucose later decreased to 132 mg/dl without further issues. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.